Event description:
(B)(6), pt from md office, reporting pt hospitalized for line issues yesterday, (B)(6) 2025. Physician assistant advised that pt has had multiple admissions for line issues. Per pa (physician assistant), pt's past couple admissions were due to line leaking and pt experiencing redness / swelling/ pain and then will report to the hospital. Physician assistant denied that pt was experiencing line infection for this admission. Pa advised pt is refusing to allow hospital to place new PICC line. Date of admittance / discharge or length of hospitalizations is unk. No further info/details or dates available. Prescriber details: (B)(6).